Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to the l4 lead migrating. Surgical intervention was undertaken on (B)(6) 2025. During the procedure the l5 lead was pulled out, and as a result, both the l4 and l5 leads were explanted and replaced.